Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5 cm abdominal aortic aneurysm. The aortic neck had moderate angulation, and vessels were mildly calcified and moderately tortuous. It was reported that the aneurx stent grafts were implanted and modeled with a balloon from another manufacturer. The final angiogram revealed that a type iii fabric endoleak was evident at the bifurcation of the stent graft. The physician elected to intervene by implanting one aneurx 16x85 iliac limb on each side of the bifurcated stent graft, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak, balloon from another manufacturer may have contributed to event. Conclusion: balloon from another manufacturer may have contributed to event.